Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation revealed the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement was scheduled with another manufacturer. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). Additional information was received indicating a replacement procedure was planned with another manufacturer. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.